Manufacturer narrative:
Device evaluation: medtronic received information that they were able to manually align the rotor and detector. The rep then powered on the system and system was functioning normally at this time. They tested door open and close for 5 cycles. They were able to move detector and system functioned normally for door open and close. They will continue to monitor it during the upcoming cases. At this time issue is resolved.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the gantry would not close completely and the pendant displayed that the door was open. There was no patient involvement.